Event description:
It was reported that the patient presented via a remote transmission. Post-paced t-wave oversensing was noted on the device. Programming changes were discussed but not made at this time. No patient symptoms were reported.

Event description:
New information indicated that the patient presented to the clinic on (B)(6) 2025, and programming changes were made to address post-paced t-wave oversensing (pptwos). The patient was asymptomatic.